Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) "tended to be low in the mornings" (50 mg/dl). Customer alleged the cause of low bg was due to basal setting needed to be adjusted and due to an absorption issue. Juice was consumed to address bg. Recommendation was made by tandem technical support to consult with a healthcare provider.